Manufacturer narrative:
Additional information: h11: the devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The system underwent functional testing and performed according to product specifications. The reported condition was not verified. The circuit, however, could not be functionally tested safely. The issue was likely caused by components that have changed due to end of life of original components. A nonconformance has been opened to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient using a volara respiratory care system experienced pneumonia. Sixteen days after initiating volara therapy, the patient was hospitalized for pneumonia for five days. While hospitalized, the patient was treated for copd emphysema and received a chest CT, xray, and nebulized medication. The cause of pneumonia was unknown. The patient discontinued the use of the device upon the advice of their healthcare provider. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.